Manufacturer narrative:
The patient¿s age was not provided. The referenced pump exchange was reported under medwatch MFR report # 2916596-2017-01461. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 9 months. Examination of the outlet stator revealed a tissue-like deposition. The deposition was non-adhered and loosely seated. The deposition did not reveal any evidence of laminated layering or denaturation; however, contact marks were observed on the tapered outlet section of the rotor body indicating that it was present during device operation. Although a specific cause for the development of the deposition as well as the duration of time for which it was present in the pump could not be conclusively determined, its size and structure suggest that it was unlikely to have contributed to the reported event. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that after over 6.5 years of support, the pump was exchanged due to a damaged pump end bend relief. On (B)(6) during the investigation of the returned pump, a deposition was found in the outlet stator.